Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that seraclone anti-jk(a) did not react as expected. The customer observed this issue with one patient sample. The reagent had been working fine until they had one patient react negative with anti-jka (heterozygous control reacted 1+ weak). Repeat testing using another vial of same lot of anti-jka got the patient reacting weak and the control 2+ (different control cell used). The customer used two drops of antisera, incubated for 30 minutes at room temperature (20-24c), spun for 20 seconds at 3500 rpm. The customer did not provide a date of event. The customer returned the complaint sample and also the patient sample that caused a false negative test result for investigational testing. Our quality control laboratory tested the complaint sample for potency and specificity in parallel with their retention sample and a reference lot. The minimum titer of 8 was exceeded. All three reagents (complaint sample, retention sample and reference lot) showed comparable results. Furthermore, the patient sample was tested with the complaint sample, the retention sample, and the reference lot. The testing was done with an incubation for 15 minutes and for 30 minutes at room temperature. In all cases the patient sample showed strong positive results. The reaction strength was 3+ respectively 4w positive. Quality control laboratory centrifuged 60 seconds at 823 x g. The complaint was classified as unjustified. The complaint sample and the retention sample reacted as expected. The patient sample of customer reacted strongly positive with the complaint sample. We advised the customer to follow the instruction for use (IFU) and centrifuge 60 seconds at 800 to 1000 x g. The shortened centrifugation time might be the cause for the false negative reaction at the customer´s site. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An internal quality notification no. (B)(4) was raised because of the delay in filing this medical device report.